Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site representative reported a suction break during lasik flap creation on a patient's left eye. The procedure was completed successfully.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction. (B)(4).